Manufacturer narrative:
It was reported that the bolt on the other side of the unit broke during use. It broke inside of the unit, and is stuck inside, causing the unit to collapse on one side. The other side has a knob on the leg that is loose, and the other side is the one that broke. He stated the original knob that was loose has a hole that is more oval shaped, and the one that broke was a circle which appeared to be the way it was intended. It appears that the frame is stripped on the side with the loose bolt. He was walking when this occurred and he did not fall.

Event description:
It was reported that the right front wheel adjustment knob could not be tightened because the threaded hole in the frame was deformed and oblong. Subsequently, the opposite adjustment bolt fractured during use, causing the rollator to collapse on one side.